Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient found his pump cable disconnected from the modular cable. The patient was unable to completely lock the connection between the modular cable and the pump cable and the yellow line remained visible. The driveline communication fault alarm was activated. Log files were downloaded at the hospital which confirmed the disconnection and the repeated attempts to reconnect the driveline which started the driveline communication fault. The modular cable and controller were exchanged. And the alarms resolved. Mod cable related MFR # 2916596-2023-00705. Controller related MFR # 2916596-2023-00706.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the reported pump stop, which appeared to be caused by a driveline disconnect event. A specific cause for the driveline disconnect could not be conclusively determined through this evaluation. The left ventricular assist device (lvad) event log file revealed several pump resets occurring on (B)(6) 2023 that appeared to correspond with the reported disconnection and reconnection attempts. No other notable events or faults were captured. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook is also currently available. Section 2 of the patient handbook also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. The patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.